Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 13.0ma. The criteria is <55ma. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and patient's returned strips (strip lot number:d160226-3). The control solution tests for level low were 56/58 mg/dl, for level high were 252/244 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips test from our warehouse (same strip lot as patient's returned strips, lot:d160226-3). The control solution tests for level low were 64/59 mg/dl; for level high were 255/250 mg/dl. The control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 8:00 am after the end user received low blood glucose results from his prodigy diabetes meter. At the time of the medical event the end user performed a blood glucose test with a result of 61 mg/dl he experienced chills, sweating, hard breathing, nausea and passed out. He was taken to the ER and upon arrival his reading was below 100. Injections were administered but he could not recall exactly what was given and he also received juice and graham crackers. No additional treatments were given in regards to stabilizing his blood glucose levels. After 3 - 4 hours in the ER the end user was discharged and instructed to follow-up with his endocrinologist and discontinue taking the following medications: glyburide, pioglitazone, and onglyza. After following up with his physician subsequent changes were made to his medication. Glyburide, pioglitazone, and onglyza have all been discontinued. No additional details were provided in relations to this medical event.